Event description:
The customer reported that the device ready for use indicator (rfu) would intermittently display red x after a passing the user initiated operational check (opcheck) test. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.